Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia also the reservoir had air bubbles. The customer blood glucose level was 33.3 mmol/l at the time of incident. The customer was treated with syringe for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer was not using the auto mode feature. Customer stated that approximate size of air bubbles were smaller than a pea but larger than champagne size. Customer stated one bubble in reservoir and a few bubbles in the tubing. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Customer emptied reservoir as result of efforts to remove the air bubbles. The insulin pump will not returned for analysis.